Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, 52 charge processes had been documented. The charge drawn from the battery was checked. The check indicated a discharge of the battery that does not meet expectation. The current uptake of the device was then checked, which proved to be inconspicuous. An additionally performed long-term study of the current uptake also did not show any anomalies. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. The measurement confirmed a battery discharge that did not meet expectations. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. During the measurement of the battery voltage, the battery was still sufficiently charged. But a performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. The visual inspection detected an internal short-circuit. This internal short-circuit enabled an increased battery-internal self-discharge. However, based on the battery state, a remaining capacity for at least the specified duration from eri to eos was ensured, in order to assure proper therapy functionality. In summary, the ICD had been implanted for 77 months. Based on the analysis, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical for patient safety were available without restrictions during the implantation time.

Event description:
Ous MDR - it was reported that this ICD was explanted due to battery depletion about 76 months after implant. 3 months before the explant the battery level was 64 percent.